Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm during the load process. The customer's blood glucose level was high. The customer stated that the back of the pump vents were obstructed and once cleaned, the alarm cleared and insulin delivery was resumed.